Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump had blank display. The customer's blood glucose was 500 mg/dl and current is 230 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. It was also reported that the battery cap area had crack. The drive support cap was sticking out. The insulin pump will not be returned for analysis.